Event description:
It was reported that an unspecified quantity of eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were splitting at the seams. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.